Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, bipolar disorder, post-traumatic stress disorder, parity 2 and hot flashes. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils seen at deployment on the right, 2 coils seen at deployment on the left. Plaintiff currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Imaging procedure on (B)(6) 2009: the fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Device category changed from device other event to incident. Reporter information, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 22-year-old female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, bipolar disorder, post-traumatic stress disorder, parity 2 and hot flashes. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), rash ("rash"), skin disorder ("skin condition"), urinary tract infection ("uti"), mental disorder ("psych inury") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage and rash had resolved and the menorrhagia, depression, anxiety, skin disorder, urinary tract infection, mental disorder and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication, rash, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils seen at deployment on the right, 2 coils seen at deployment on the left. Plaintiff currently planning for removal. She received treatment for pelvic pain and psychological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: the fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events genital bleeding, skin disorder, uti, post procedural complication, rash and psychological disorders, rcc updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 22-year-old female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, bipolar disorder, post-traumatic stress disorder, parity 2 and hot flashes. Concomitant products included medroxyprogesterone acetate (depo provera) from july 2009 to october 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), rash ("rash"), skin disorder ("skin condition"), urinary tract infection ("uti"), mental disorder ("psych inury"), post procedural complication ("post removal complication") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage and rash had resolved and the menorrhagia, depression, anxiety, skin disorder, urinary tract infection, mental disorder, post procedural complication and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, mental disorder, pelvic pain, post procedural complication, rash, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils seen at deployment on the right, 2 coils seen at deployment on the left plaintiff currently planning for removal. She received treatment for pelvic pain and psychological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: the fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "allergic reaction" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.